Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that both the right atrial and right ventricular leads were "pulled back" and the atrial lead had dropped into the ventricle. It was also noted that the device was turned in the pocket. The physician stated this was a result of twiddler's syndrome. The lead were repositioned and remain in use. No patient complications have been reported as a result of this event.